Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item number: xl-105934, item name: arcomxl ringloc liner, lot number: 653760. Item number: 103532, item name: low profile screw, lot number: 100790. Item number: 51-107150, item name: taperloc stem, lot number: 2725411. Item number: 103532, item name: low profile screw, lot number: 100830. Item number: pt-116058, item name: ringloc cup, lot number: 625730. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03226. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision approximately three years post implantation due to dislocation. The liner component was removed and replaced. No additional information is available at this time.